Manufacturer narrative:
Device returned and evaluated by MFR. The device was visually examined for any shaft damage. Visual examination noted that there was shaft damage in the form of buckling/kinks located 1.5cm from the tip and 17.5cm to 20cm from the tip. Visual examination noticed that the infusion line had burst proximal the buckling/kinks. The location of the burst infusion line was approximately 47cm to 49cm from the tip. The device was set-up and functionally tested per the directions for use. The device functioned as designed except for the leaking at the burst infusion line. The rex functioned was as designed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the catheter cracked and was leaking. A jetstream xc catheter, 2.1 mm, was selected for use for an atherectomy procedure in the superficial femoral artery (sfa). The user experienced some resistance when the device was being rexed out of the patient body, and when the catheter came out of the sheath, it was noted that the catheter was cracked and there was infusion fluid coming from the middle part. The procedure was completed successfully using another jetstream device and no patient complications were reported.